Event description:
Reportedly, during a follow-up, the pacemaker involved in this MDR report was interrogated and pauses were observed. As the physician observed pauses exceeding 3 seconds, he decided to replace the pacemaker. The device was returned for analysis.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.